Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient awoke that morning with elevated blood glucose (bg) of 430mg/dl with large ketones, abdominal pain, excess urination, and fatigue. The reporter stated that late the prior evening, the pump emitted an ¿exceeds limits¿ warning and at that time the patient¿s blood glucose (bg) was 220mg/dl. The reporter stated that the warning was confirmed, but did not know if the patient treated the bg of 220mg/dl and also did not know if the alarm recurred overnight or not. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, as inappropriate response to an appropriately emitted alarm was determined to be a contributing factor in the alleged bg excursion.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings:the black box data begins on (B)(6) 2016; the black box data from the time of the alleged event was unavailable for review due to continued pump use. A review of the current black box data indicated several ¿no delivery exceeds remaining insulin¿ warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.